Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing review: the investigation of the complained drill bit shows that the instrument is broken as complaint describes. The complaint condition is likely the result of blunt force (wear and tear) from normal use. A malfunction could not be found. Drilling tools need to be replaced from time to time. The manufacturing documentation was also reviewed and this lot was produced and released meeting all specifications in april 2014. No product fault could be found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon used the locking compression plate (lcp) distal humeral plate for distal humeral fractures. In order to insert the 2.7mm locking screw to the plate hole, the surgeon set a drill guide to the plate hole and start drilling. However, the drill was stuck in the middle of the path. So the surgeon confirmed the image intensifier, but no abnormalities such as impingement with a screw or wire was found. The surgeon resumed drilling, but the tip of the drill broke at the surface of the bone. The surgeon successfully removed the broken piece by means of a pair of pincers, leaving nothing inside the body. The surgical delay was five minute for this event. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Resubmitting due to FDA portal downtime (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.